Event description:
The mother reported via phone call that the insulin pump had battery issues. The mother stated the battery would last for one week or only for one day. The mother stated they have tried new batteries, but the issue persisted. It was also found a replacement battery cap could not resolve the issue. The customer did not perform excessive button pressing. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within spec. No unexpected low battery alarms noted. The insulin pump was received with all buttons responding properly. The insulin pump was received with bleeding lcd glass. The insulin pump was received with cracked case at display window and battery tube threads. The insulin pump was received with minor scratched lcd window.